Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting, when taking the radial and vein, every time they fired the device, it would ratchet close down. The device was on ratchet mode and was closed down all the way that allowed it to ratchet back open. The clips were partially forming when the handle was released. They had to open a second clip applier of each size to continue with the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The tyvek lid was received in acceptable condition. The instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.